Event description:
A tps handpiece cord was sent for eval because it was causing a handpieces to run without activation during a procedure. The procedure was completed with readily available alternate cable. No adverse event was associated with the device.

Manufacturer narrative:
Quality investigation is still in progress. Add'l info will be submitted once the quality investigation is completed.